Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a rv grommet issue. The returned device indicated a damaged rv set screw with damaged head and threads. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to correctly position the wrench in the implantable pulse generator (ipg) header. The screws looked to be misaligned and the leads could not be tightened. A new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to position wrench fit in the implantable pulse generator (ipg) header. The screws looked to be misaligned and the leads could not be tightened. A new device was used. No patient complications have been reported as a result of this event.